Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated capture thresholds, which were observed over several months prior to the reporting of the event. Impedance measurements were within normal limits. Subsequently, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.